Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient got out of bed in the morning on (B)(6) 2018, and when leaning up, they felt a horrible burning and pulling sensation around the implant. When they stood up, they felt their back and there was a medium size bulge in their back that kind of slants from the implant up to the ¿laminectomy¿ site where the percutaneous leads are placed. The patient indicated that it hurts to step on their right side, sit in a chair or lay down where the implant and the ¿bulge¿ are. Also to have the leads turned up on their device where they usually do and where they need them to be hurts. The rep was unsure of any other factors that may have caused the issue. The patient wanted to get the rep¿s opinion on the situation. The rep advised the patient to contact their physician. The rep sent another text on (B)(4) 2018 to see if there has been any progress on an appointment but they have not heard back. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.